Event description:
The report received indicated that during a percutaneous transluminal angioplasty, the stent delivery system (sds) was delivered to the lesion; however, while the locking pin was in place, approx 1 cm of the stent prematurely deployed. Subsequently, the stent struts of such section were fractured; there was no separation .the stent was recaptured without any problems and was removed along with the sds. There were no difficulties encountered during removal of the device. Another product was used to complete the procedure. There were no other problems encountered during the procedure, and there were no adverse consequences to the pt. Further info indicated that the product had been inspected and prepped according to the instructions for use. There were no difficulties encountered while advancing and/or tracking the sds toward the lesion. There was no excessive force used at any time. The intended procedure included treatment of a mildly tortuous vessel.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.